Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that it was reported that this 980 ventilator failed the short self test (sst). The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the exhalation module cable and exhalation exhalation valve assembly (eva). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One exhalation module cable was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One eva was returned to medtronic for further analysis. The part was attached to the failure investigation test ventilator and powered up but failed the exhalation test. Further investigation determined that the pressure sensor (ps1) on the exhalation sensor printed circuit board assembly (pcba) of the eva was faulty. The ps1 was changed and the eva retested but failed the extended self test (est). Analysis determined that the autozero solenoid (so1) was faulty. Investigation determined if the ps1 or the so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was isolated to a faulty pressure sensor (ps1) on the exhalation sensor printed circuit board assembly (pcba) of the eva, which is included in a trending and monitoring plan and a faulty autozero solenoid (so1) on the exhalation sensor pcba of the eva which there is an existing previous internal investigation regarding the so1 issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was reported that this 980 ventilator failed the short self test (sst). The ventilator was not in use on a patient at the time of the reported event.